Manufacturer narrative:
E1 - initial reporter phone: (B)(6). E1 - initial reporter address 1: (B)(6). Investigation results: device history record (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the direxion device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that tip detachment occurred. The target lesion was located in the hepatic artery proper, and the patient was undergoing a percutaneous arterial embolization procedure for treatment of a hepatic artery proper aneurysm. A direxion infusion catheter was advanced into the hepatic artery proper. During advancement, resistance was encountered, and the distal tip of the microcatheter detached. The device was successfully withdrawn from the patient. A replacement microcatheter was subsequently used, however, the same issue occurred with the second device. A third microcatheter was then utilized, and the procedure was completed successfully. There were no patient complications as a result of this event, and the patient condition following the procedure was stable.